Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the helix exceeded specification the number of turns to extend and retract. The analyst noted that the helix would not be extended due to drive shaft lug stuck behind the retraction stop/over-retracted.

Event description:
It was reported that during implant attempt of the right ventricular (rv) lead, the fixation screw would not extend after two deployments. The lead was removed from the body and and exercised the lead while on the procedure table and the screw would not extend. The lead was replaced. No patient complications have been reported as a result of this event.